Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd performed within specifications. A review of the provided data indicated that the samples in question exhibited low viral loads, with cycle threshold (CT) values near or at the limit of detection of the assay. This is consistent with the observed wavering results between reactive and nonreactive outcomes. For hbv, the positive serology results for anti-hbc and anti-hbs antibodies suggest that the viral titer may have been suppressed by the immune response. For hiv, the discrepant results may be attributed to sample contamination or workflow deviations, as unexpected reactive results with low viral loads are typically associated with such factors. The root cause was attributed to sample-specific issues, and no abnormalities were identified in the assay or reagents. The results were not released, and no harm was alleged.

Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) when using the kit cobas 58/68/8800 mpx 480t ivd. The initial test was performed on (B)(6) 2023 using a hemogram tube, and the result was reactive for hbv with a cycle threshold (CT) value of 37.8. A retest was conducted on (B)(6) 2023 using a second hemogram tube collected at the time of donation, and the result was nonreactive for hbv. Additionally, a plasma sample from the customer¿s library was tested on (B)(6) 2023, and the result was also nonreactive for hbv. Antibody analysis performed using the alinity system (abbott) indicated positive results for both anti-hbc and anti-hbs antibodies. The customer¿s protocol involves repeating tests using a sample from their library and a sample from the blood bag whenever a positive result is obtained. The results were not released, and no harm was alleged. Additional historical data for the same patient showed nonreactive results for hbv on (B)(6) 2022. A separate patient sample tested on (B)(6) 2023 was reactive for human immunodeficiency virus (hiv) with a CT value of 37.3. Retests conducted on (B)(6) 2023 using the same sample and a plasma sample from the library were nonreactive for hiv. Review of the growth curves for both hbv and hiv tests showed sigmoidal curves with late CT values, indicating very late amplification, potentially due to low viral load.